Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported while awaiting her dog approx 3-4 months ago, she tried to grab the dog and experienced a burning sensation which radiates from her waist to her upper back. The pt went to the emergency room and had an x-ray done; however, she is yet to find out the results of the x-ray. The pt has since stopped using her scs system. The pt advised she continues to experience the burning sensation which intensifies with activity. F/u info revealed the pt has scheduled an appointment at a later date for reprogramming. No further info is available at this time.